Event description:
It was reported that the medication blinatumomab was started yesterday. When a bag change was going to be performed, it appeared that the bag was still full and did not infuse over the 24 hours. The pump said it was running and that the reservoir volume had 30 ml left. We have pulled the event logs, and noted that the printed circuit board assembly (pcba) coin cell must have been depleted as the date had reverted to factory default. Otherwise, the logs do not appear to show anything unusual. The alternating current (ac) connected/disconnected was explained by the fact that the patient is instructed they can unplug the unit and move around at their leisure. The two instances of run mode entered/exited are also explained by the clinicians as something that they might initiate over the course of a normal night. A full preventive maintenance inspection was performed using distilled water and a new set, which passed with no issue. Multiple longer infusion accuracy tests were performed using the exact setup that had been given. These blinatumomab runs were mostly accurate, excluding two cases that showed more than 10 percent discrepancy in measured versus expected volumes delivered. The pump thought it had delivered the correct amount, from the difference in reservoir volume before and after. There was no patient injury reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Manufacturer narrative:
Additional information received via email from customer on 27-jul-2022 and attached in complaint: event occurred on (B)(6), pump was programmed to infuse overnight. I need to confirm next steps with our engineering team before I return anything.event problem and evaluation codes: updates not required.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the sample was returned for investigation. The returned sample was received in used conditions without its original packaging, decontaminated and inside in a plastic bag. The complaint returned unit was visually inspected under normal conditions of illumination. No damage, kinks, cut, or deformations were observed in the unit returned that could cause the failure mode reported. The sample was set for accuracy testing; no discrepancies were detected on the sample the test successfully passed. The failure mode reported was not confirmed. No fault was found. No root cause was determined as the complaint was not confirmed. No actions taken as the complaint was not confirmed. No lot or serial number was provided therefore, a device history record DHR review could not be performed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4)., corrected data: d4: device expiration date / h4: device manufacturing date are not available because no lot or serial number was provided.